Event description:
It was reported during total thyroidectomy procedure console appeared to startup normally and a wireless connection was established with the pi. The standard prass probe and the trivantage tube completed impedance check normally. Normal artifact audio and waveforms were displayed and heard in conjunction with positioning of the head and some tissue manipulation with surgical instruments. The stimulus was set to continuous. It was noted that intermittently there was no audio output when the probe was touched against tissues/structures that were not nerve. At other times there appeared to be a lag between the continuous tone and onset of the emg audio and the waveform appearing when the probe was touched to nerve. Also, intermittently either no emg audio or waveform was displayed for 2-4 seconds after the probe was touched to nerve, or instead there was only a single 'thump' and single waveform on the screen instead of an emg audio train per usual as the probe was held against nerve. The surgeon stated this was unexpected and abnormal "s tuttering and delayed" nerve monitoring based on his extensive experience using the nim vital in the past. No patient impact. 5 minutes of delay in procedure.

Manufacturer narrative:
H3: product analysis of device with product ID nim4cm01 and serial# (B)(6) confirmed the reported event due to software issue. Product analysis of device with product ID nim4cpb1 and serial# (B)(6) confirmed the reported event due to software issue. Product analysis of device with product ID nim4cpb1 and serial # (B)(6) confirmed the reported event due to software issue. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial#: (B)(6), ubd: , UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.